Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable due to the ipg no longer able to take a charge. Subsequently, patient did not charge the device for a couple of months. Field representative met with the patient to troubleshoot the device but the ipg would not communicate with external devices. As a result, surgical intervention may occur.